Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was displaying an elevated shocking lead impedance after only three weeks of implant.